Event description:
The customer, reports via manager, 2 smart toes are broken and not all smart toes have fused. The customer has supplied an x-ray. The customer reports that if you look carefully the right 2 are allegedly broken, one at the waist & the other just above the expanded proximal end. The customer reports that most of them have been operated twice or thrice. The primary procedure was not undertaken by them but they are looking to see if they can assist the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event that 2 implants broke could be confirmed. X-rays were provided showing 2 devices broke in one foot. One of the device is broken on the 2 legs which is unusual and could happen because of a trauma. (Fall or shock) there is a gap on one of the toe in the left foot which indicates a delayed or a non-union. The customer requested some information, the answers are below: q1. How easy would it be to revise these without further damage & what technique to use individually see picture attached in phase 3. In all cases of non-union of the 2 phallanx (whether the implant is broken or not), you can remove the smart toe going through the interphalangeal line (same way as original surgery ¿ dorsal approach). It could help to refresh the implant using cold saline (approx. 5°c or 40°f). (This will soften the smart toe) in rare cases (only one case in lyon in 5 years), you may decide to remove a smart toe (broken or not) after bone fusion. You can create a ¿window¿ on the lateral side of the phallanx. Q2. Can you find out if anyone has revised them successfully & what have they used see answer to the question q1. Q3 the left 2 dipj has had resection arthroplasty. It is very painful & need something done while the pipj appears fused? What best to do here the smart toe can be removed if it appears that the implant causes the pain which is unlikely. In case a removal is decided, operate according to the described steps (question1) a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
The customer, reports via territory sales manager, 2 smart toes are broken and not all smart toes have fused. The customer has supplied an x-ray. The customer reports that if you look carefully the right 2 are allegedly broken, one at the waist & the other just above the expanded proximal end. The customer reports that most of them have been operated twice or thrice. The primary procedure was not undertaken by them but they are looking to see if they can assist the patient.